Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedances. Boston scientific technical services (ts) suspected electromagnetic interference (emi) and recommended monitoring the patient. No adverse patient effects were reported. Remains in service.